Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation after having had a fall. X-rays did not reveal any anomalies with the system. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.